Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was inserted into the patient at the beginning of the surgery. It was also stated that while transferring the patient to the ward after surgery, the urine drainage became poor and the foley catheter balloon was reinserted. It was noted that there was no urine drainage problem during the surgery. Per sample evaluation from investigator via email on 09jan2023, the temperature sensing wire was protruding from the shaft of the catheter.

Event description:
It was reported that the foley catheter was inserted into the patient at the beginning of the surgery. It was also stated that while transferring the patient to the ward after surgery, the urine drainage became poor and the foley catheter balloon was reinserted. It was noted that there was no urine drainage problem during the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.